Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2004 and a mesh was implanted; and on (B)(6) 2007, meshes and repliform were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted; concurrent procedure- bso. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2006 due to extruded vaginal mesh. (B)(4). No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that the patient concurrently underwent bso, halban enterocele repair, cystoscopy, and posterior colporrhaphy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted, concurrently with a bso,cystoscopy, lysis of adhesions, abdominal sacrocolpopexy. It was reported that patient underwent mesh removal on (B)(6) 2006 due to extruded vaginal mesh. No additional information was provided.